Event description:
It was reported that a pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level as it remained between 54-500 mg/dl. The customer's insulin was initially suspended due to the alarm, but the issue was resolved when the customer removed obstructions from the speaker holes and cleaned them as instructed by technical support. After reconnecting the cartridge and waiting an additional period, insulin delivery resumed, and the alarm did not recur. Technical support provided tips to prevent future altitude alarms, and the customer acknowledged these instructions.